Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim, fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient recently flew to (B)(6) and was on the plane last night, and she "noticed she was uncomfortable sitting in the airplane seat, and then the morning she noticed swelling and warmth at the implant site". The patient was planning on following up with hcp when she got home. No further complications reported.